Manufacturer narrative:
It was reported that a müller low profile cup was labelled as a müller full profile cup. During the update of the label, the product description was erroneously transferred, resulting in mix-up description: low profile was labelled as full profile cup. Labelling attributes (size of product for example, reference numbers and brand name) were correct. The wrong content was released and valid on (B)(6) 2015. Wrong labels were printed starting from (B)(6) 2015. Root cause: the process, how to review a product label, was not adequately defined. In the label release matrix, it was only defined who had to review a label change. The review team had no additional information how to review and what information could be used to perform a precise review. The following points describe the already performed and to be performed actions: for all products that were labelled with the wrong product description, a recall has been issued and started. The affected products will be retrieved and destroyed. The correction of the product labels has been performed and already released. The new and correct version has been released on the (B)(6) 2015. The release of established and changed product was not adequately defined and will be reviewed and modified, in order to avoid incomplete or insufficient reviews. The process is going to be updated. Zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(6).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An issue investigation has been initiated. At this point of time the need for an action is not indicated. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon had implanted low profile cup 32/46(63.32.46) and re-order it. As the new order came, the doctor noticed that on the package instead of being written low profile, it is wrongly written full profile but contains the same reference 63.32.46. The event occur prior to surgery.